Manufacturer narrative:
Concomitant device(s): 320-38-00 - 145-deg pe 38mm hum liner +0: (B)(6), 300-30-13 - equinoxe preserve stem 13mm: (B)(6), 320-08-38 - glenosphere exp 38mm +4mm offset: (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6), 320-15-03 - rs glenoid plate l post aug, 8 deg, left: (B)(6), 315-35-00 - glnd kwire: (B)(6), 320-15-05 - eq rev locking screw:(B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6), a10012 - gps implant kit v2: (B)(6), exc-eqrv38-us - orthosensor 38mm USA: (B)(6).

Event description:
Approximately 2 month(s) and 2 day(s) post-operative of a left tsa, the patient presented with a scapular spine fracture (type 2). Patient dropped a pack of water and had immediate pain in the left acromion area. The patient was ordered a CT scan, and the outcome of this event is considered continuing. The clinical report indicates that this event is definitely not related to the device(s) and definitely related to the procedure.

Manufacturer narrative:
The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. H6: corrected health effect, component, and investigation clinical codes.